Event description:
Pt's bloodflow was insufficient for treatment with ldl apheresis. After treatment of 2,100 ml of plasma using heparin as an anticoagulant, pt experienced hypotensive shock. Treatment was discontinued.